Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having presented to the surgeon with loss of function and pain 3 years following a total shoulder arthroplasty. The joint was later aspirated and tested positive for presence of infection. All of the implants were removed and a cement spacer was placed in the joint.